Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up and down arrow buttons were under responsive to user presses. The customer also alleged that there was moisture within the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: during investigation, there was no damage or peeling to the keypad. There was evidence of moisture corrosion found in the battery compartment. A leak test was performed and failed due to a battery compartment leak. Unrelated to the original complaint, the keypad was removed and there was contamination found under all the key contacts.